Event description:
Patient underwent diagnostic laparoscopy on (B)(6). The omniguide inc. Device, bp-le, was used for laser destruction of lesions. The patient was discharged to home in stable condition. During the postoperative hours the patient was experiencing pain in her abdomen and chest and admitted herself to the local ER. Patient was diagnosed with subcutaneous emphysema.

Manufacturer narrative:
Device evaluation: device was discarded by user facility after use, and was not returned to omniguide inc., the manufacturer, for evaluation. Device relationship to injury: no indication of device contribution to the adverse event has been reported to the manufacturer by the user facility or from any other source. This report is being filed as the device was used on the patient injured. Patient experienced subcutaneous emphysema postoperatively. Physician discharge summary assessed the emphysema was likely due to co2 gas (from co2 insufflation for the laparoscopic surgery) infiltrating the subcutaneous tissue found in the laparoscopic procedure performed.